Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event is a known anomaly tracked in a test track record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter name and occupation corrected to proper values. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the verify instruments task of a sacroiliac and thoracolumbar fusion procedure, the camera was not seeing the 3 trackers (violet, grey, and orange). The spheres on the trackers were brand new and did not appear to have any liquid or other foreign matter on them. The toolcards were added to the instruments in the procedure. Other instruments were able to be tracked. The system was rebooted and the issue was resolved. There was a delay to the procedure of 10 minutes. There was no reported impact on patient outcome.